Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. One device was received for evaluation. The complaint was confirmed by performing a visual inspection, functional testing and event log review. The cause was downstream occlusion (dso) seal degradation. Replaced the dso seal. The device passed all functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump had a detached downstream occlusion (dso) seal. Discovered during testing. No patient involvement was reported.